Event description:
Spectrum needle broken during operation in soft tissue. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: the customer's reported problem was confirmed. The needle of the device was received with the tip detached. The outer tube was bent. The detached portion was not returned and therefore could not be evaluated. Conmed linvatec is unable to determine the cause of failure. This product will continue to be monitored. There were three additional complaints from this customer for the same device and same failure. This is a limited reuse instrument. The outer tubes are all bent, indicating stress to the outer tube. The instructions for use (IFU) supplied with this device cautions the user: avoid lateral stresses to the instruments or the device function may be compromised and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.